Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that post-op, the rod broke. The product came in contact with the patient. No patient symptoms or complications as a result of this event. Patient underwent revision surgery to replace rod.no fragments of the products remained in the patient.

Manufacturer narrative:
Product analysis :visual review confirms rod breakage. Damage and smearing noted on fracture surfaces. No immediately adjacent pre-existing surface defects identified that could contribute to crack propagation of fracture. Significant deformation at multiple locations along the length of rods due to apparent rod bending. Fracture surface examination of the fractured rods identified progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.